Event description:
It was reported that the patient underwent a spine fusion using rhbmp-2/acs. Thirteen months post-op, the patient was diagnosed with pancreatic adenocarcinoma.

Manufacturer narrative:
(B) (4). Literature article citation: latzman et al. Administration of human recombinant bone morphogenetic protein-2 for spine fusion may be associated with transient postoperative renal insufficiency. Spine 2010; 35: 7: e231-237. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.